Event description:
On (B)(6) 2023, the patient requested to have the previously implanted saluda medical evoke spinal cord stimulation (scs) system explanted due to needing a magnetic resonance imagery (MRI) on the spine for a lesion/mass. On (B)(6) 2023, the system was explanted. The patient was receiving adequate therapy prior to the time of the explant.